Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Concomitant medical products: other relevant device(s) are. The manufacturer representative went to the site to test the imaging system. The reported issue was confirmed and they adjusted the door sidewall switch for the intermittent door open message. Eval code method 10 is associated with this analysis eval code result 114 is associated with this analysis eval code conclusion 4307 is associated with this analysis no parts have been received by the manufacturer for evaluation. Eval code method 4114 is associated with this statement eval code result 3221 is associated with this statement eval code conclusion 4315 is associated with this statement. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the door open message would not clear. No patient was present at the time of the event.